Event description:
It was reported that the cartridge leaked insulin, occurring off the pump at the o-ring. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a normal range. To resolve the issue, the caller changed the cartridge and successfully resumed insulin therapy.